Event description:
It was reported that pump display had pixel issue that affected ability to read and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed warranty and shipping details, provided instructions for storage mode, pump return, reprogramming pump settings, and reconnecting cgm, and arranged shipment of replacement pump with instructions to return problematic pump within 10 days.